Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient (pt) reported they charge their stimulator to full before going to sleep. Pt stated they will feel the stimulation shut off and the pt would wake up in pain. Pt stated they would then turn stimulation back on to resolve the symptoms. Pt did not indicate there was any issue with turning stimulation back on . Pt stated they experiences this issue on and off within 2021. The patient was redirected to their healthcare provider to further address the issue.